Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal events since implant. Thresholds were in range at implant, but the patient was released post implant with a high capture threshold. In the ER, interrogation of the device revealed loss of ventricular capture. Echocardiograph revealed the lead perforated the septal wall and pericardial sac. The lead was repositioned successfully. Since the perforation resulted in a minimal amount of fluid in the pericardial sac, the physician elected to not remove the fluid. The patient was discharged the next day and doing well.